Manufacturer narrative:
This investigation is currently ongoing. Add'l info will be provided in a follow up report.

Event description:
According to the report, bioglue was used for a carotid endarterectomy case. The pt presented 3 months post-op with an infection. Upon re-entry, the involved surgeon noticed sterile pus, structuring of the carotid artery, and some tissue attachment.